Event description:
Significant capacitor charging with inadequate vf detection after a lead had already been extracted and a new one implanted in early 2007. Physician suspects aicd defect (connection). Suspected lead insulation defect. When explanting the system, the actual person implanting the device was, however, able to determine an insulation defect on the lead. Also removed: lenox vr-t, MDR 1028232-2008-00209.

Manufacturer narrative:
Mechanical and electrical properties of the lead were checked during the analysis. No material defects or mfg errors could be determined. It was discovered that the electrical insulation of the lead body was worn through to the cable lead of the ring lead approx 7 cm distal to the ligature. This wear breakage of the insulation of the lead body for the electrical lead of the ring electrode is interpreted as the main reason for the inadequate vf detection filed in the complaint. It is highly probable that the damage is due to excessive local mechanical stress on the lead body in the implanted state. The position and the characteristics of the damage suggest that the lead became lodged between the clavicle and the first rib (which is known as the subclavian crush syndrome). With the excessive dynamic load, the outer insulation became worn and the electrical properties of the lead then became compromised.